Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent loss of power failure. Physio determined the cause for the malfunction to be a loose battery post pin in battery well number two. Physio replaced all four battery post pins and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device intermittently loses power with fully charged batteries. The device issue occurred with a patient involvement but there were no adverse effects reported due to the device use. There were no further details on the events and/or the patients provided.